Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 has pockets b2, b5, and b6 failed. A field service engineer released all affected pockets manually, and debris was cleaned from within the trays. Fse cycled all trays and placed all pockets and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had storage space failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.